Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es the remote manager door failed the customer stated that the malfunction occurred during the dispensing of medication to the patient and user can be able to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager door was not opening. A field service engineer replaced the controller board, then rebooted the device and configured it to the correct location. The fse verified that the remote manager was operational in the diagnostics tool. The customer was able to recover and inventory the device. The system functioned as intended after the field service engineer repaired the device.